Event description:
It was reported that during a da vinci s sacrocolpopexy with hysterectomy procedure, a fragment from the large needle driver instrument fell into the patient and was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument was returned with the carbide insert broken off of one grip. The brazing surface on the grip and on the detached insert have incomplete surface area coverage of filler material. The grip has a couple of scratch marks at the tip. No additional damage found.